Manufacturer narrative:
Sections d4: catalog number and UDI were updated.

Manufacturer narrative:
Occupation is patient/consumer. The product was requested for investigation, however, the test strips are no longer available. No product is expected for return. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
We received an allegation of a discrepant high inr result with coaguchek inrange meter with unknown serial number compared to an unknown laboratory method. The result from the meter was 3.1 inr. The result from the laboratory was 2.2 inr. The tests were 3 hours apart. The patient¿s therapeutic range was not provided.